Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging meter casing around display is worn and color of meter is peeling. The issue was not resolved with troubleshooting.